Event description:
It was reported that one of the fix handles is missing from the pk dissecting forceps instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was evaluated. Engineering observed that the instrument has both levers installed, and no signs of damage to the housing were seen. Performance testing was conducted and the instrument moved intuitively with full range of motion in all directions. All components function properly, and the customer reported failure mode could not be confirmed. Engineering also observed that the main tube has a section located 3 inches from the wrist with material removed all around the tube. The damaged area is gray in color and has a rough surface finish. The damage may be caused by a defective cannula. Per the original reported complaint, the account did not report material being removed from the instrument or material falling into the patient.